Manufacturer narrative:
(B)(4).

Event description:
The complaint sensor device was returned for evaluation. A visual inspection was performed and the sensori wire was missing from the sensor pod. The reported event of a missing sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a detached sensor wire upon sensor removal. Sensor was inserted at buttocks on (B)(6) 2015. No additional event or patient information is available. A photograph was provided, confirming the reported complaint of a missing sensor wire upon sensor removal. However, a conclusive root cause for the reported event cannot be determined.